Event description:
During surgical set up, scrub tech opened custom surgical packs and noticed raytec sponge threads fraying apart. The sponges were removed from sterile set up before surgery and saved. This event was noted in three different custom cardinal surgical packs. No patients were harmed.======================manufacturer response for raytec sponges, sponge, gauze xray (per site reporter).======================packs containing sponges are hybrids with portion from cardinal & sri/synergy health - both notified.what was the original intended procedure?na.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.